Manufacturer narrative:
The reported bflex 2 large 5.8 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported image issue. When using the bflex with verathon's test equipment, the bflex produced a normal image. Furthermore, the bflex passed visual inspection and the articulation was normal. Neither the monitor nor the cable used with the bflex were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the bronchoscope was sent to verathon's engineering department for further investigation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a bflex 2 large 5.8 single-use bronchoscope during a bedside bronchoscopy, the image on the connected glidescope core monitor froze four separate times. The bronchoscope was replaced and the procedure proceeded without incident. No delay in procedure or harm to the patient was reported.